Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the neck incision site. Physician brought the patient into the operating room, tucked the stimulation lead deeper beneath the neck tissue, re-sutured, and closed.